Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The patient presented to the hospital with acute coronary syndrome and the patient was sent for a percutaneous coronary intervention (pci). Stenosis was observed in two target lesions located in the right coronary artery (rca) and ramus interventricularis anterior (riva). The lesions were not highly calcified. A 16 x 3.50 promus premier was advanced to treat the rca. A 16 x 3.00 promus premier select was then advanced to treat the riva. The procedure was completed and everything looked good. The patient was transferred out of the catheterization lab. One hour after the procedure, the patient was having chest pain again and was transferred back to the catheterization lab. Early stent thrombosis was found in both vessels. Another pci was performed and three additional drug eluting stents (des) were implanted to treat the thrombosis. A 16 x 3.50 promus premier and a 16 x 3.50 promus premier select were advanced and deployed in the rca. A 16 x 3.00 promus premier select stent was advanced and deployed in the riva. After this procedure the patient was reported to be stable.